Event description:
It was reported that a blade came out of the micro sagittal saw during a procedure. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
Manufacturer's evaluation of the returned sagittal saw with another blade of the same model did not confirm the reported event.